Event description:
It was reported to philips that the system geometry movement were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed by using the available geometry angles. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed a positioning data failed error. The fse found that the advanced motion control (amc) was defective. The fse solved the issue by replacing the amc. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.